Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient presented in clinic for normal follow up, externalized conductors were observed on the lead via imaging. The electrical function was normal. The patient will be monitored.